Event description:
Patient identifier: (B)(6), date of event: best estimate is (B)(6) 2011. According to the information received, a box of catheters was labeled 10 french (both retail box and individual catheters) however, the catheters are a larger french size.

Manufacturer narrative:
Ten catheters were received, in which 3 catheters were verified to be 14 french catheters instead of 10 french. Therefore, this complaint is confirmed as reported.